Event description:
It has been reported that the ceiling suspended monitor did not work. The left screen was looking darker. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during planned treatment/non-emergency treatment and procedure was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the ceiling suspension monitor did not work. The fse performed troubleshooting and found faulty monitor was plugged into the wall power and replaced the monitor as part of troubleshooting. After the replacement of monitor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.